Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an open total gastrectomy, the staples at the middle of the cartridge were unformed at the firing on the duodenum. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.